Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of his high blood glucose level of 773 mg/dl. His most recent blood glucose level was 93 mg/dl. The customer was in an accident and was driving at the time of the accident. He had a diabetic ketoacidosis and at the time of hospitalization he was wearing the insulin pump. The product may be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).